Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00424 on 05-nov-2019. Additional information (05-nov-2019): a siemens customer service engineer (cse) was dispatched to the customer's site again to inspect the instrument's performance. The cse replaced the drain assembly, tubing assembly for bulk fluids on left door, tube assembly for supply fluids, manifold assembly, and a probe housing assembly. The cse also aligned sample 1 (s1) and ran quick check and quality controls (qc). Both the quick check and qcs recovered within acceptable ranges. The customer indicated that the patient was receiving vancomycin prior to when the sample was drawn. The time of vancomycin administration is unknown. Section b7 was updated with the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00424 on 05-nov-2019 and the first supplemental MDR on 05-dec-2019. Corrected information (10-dec-2019): siemens further investigated the issue and determined that the service actions mentioned in the first supplemental report are unrelated to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low vancomycin result was obtained on a dimension vista 500 instrument. Calibration and quality controls (qcs) were acceptable prior to and after the discordant result was obtained. Siemens determined that the reagent metering, reagent mixing, and water blanking were in alignment. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service methods tests on reagent 1 probe (r1), reagent 2 probe (r2), and sample 1 probe (s1), and ran a quick check. The quick check and service methods tests recovered acceptably. Siemens further investigated and determined that pre-analytical sample handling or atypical mixing from the sample or reagent probes potentially contributed to the discordant falsely low vancomycin result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was considered the trough value and was reported to the physician(s). The customer alleged that vancomycin was administered to the patient due to the discordant vancomycin result and the patient was redrawn. The new sample (sample ID (B)(6)) was run on the same instrument, resulting higher than anticipated by the physician(s), but not discordant. The pharmacist questioned the initial result based on the result obtained on the new sample. On (B)(6) 2019, the initial sample was repeated on an alternate dimension vista instrument in a small sample cup (scc), resulting higher. The repeat result of 26.9 ug/ml was reported, as the correct result, to the physician(s). The new sample was also rerun in a scc, and the result was lower than the initial result obtained on this sample. There are no reports of adverse health consequences due to the discordant, falsely low vancomycin result.